Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735788, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The navigation system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the camera cart had all of a sudden shut off, and the screen went black. The manufacturer representative (rep) had noticed the power button was no longer illuminated. The rep pressed the power button, and the camera cart came back online. The system seemed to be functioning fine for the rest of case. There was no surgical delay to the procedure. There was no impact on patient outcome. Additional information was received. It was reported that the camera cart was plugged into a power strip that other devices share.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the camera cart had all of a sudden shut off, and the screen went black. The manufacturer representative (rep) had noticed the power button was no longer illuminated. The rep pressed the power button, and the camera cart came back online. The system seemed to be functioning fine for the rest of case. There was no surgical delay to the procedure. There was no impact on patient outcome. Additional information was received. It was reported that the camera cart was plugged into a power strip that other devices share.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735788, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The navigation system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.